Event description:
It was reported that this device had three errors and then reverted to safety mode. This pacemaker was ultimately removed and replaced. No additional adverse patient effects were reported. This product will be returned. This report will be updated upon analysis completion.

Event description:
It was reported that this device had three errors and then reverted to safety mode. This pacemaker was ultimately removed and replaced. No additional adverse patient effects were reported. This product will be returned. This report will be updated upon analysis completion. Additional information was reported indicating that this pacemaker was returned and a device evaluation was completed.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.